Manufacturer narrative:
The following renovis implants were utilized in this surgery: · 6.5mm x 30mm, cancellous bone screw, p/n 1501-865-030, lot # 10914-1; · 56mm t3 shell, cluster hole,3/8 dome hole plug, p/n 1501-161-056, lot # 10985-4; · 36mm x 56/58mm universal liner, hooded, emax, p/n 1527-365-658, lot # 2178-6; · 36mm, -4mm ceramic femoral head, p/n 1451-036-004, lot # 11233-1; · 13.5mm tapered standard offset, p/n 1401-322-135, lot # 2503-1. Renovis IFU 4401-001 lists possible adverse effects associated with total hip arthroplasty, including "early or late postoperative infection." An internal review of related device history records revealed all devices met product specifications, including material specifications and sterilization requirements. The investigation could not verify or identify any evidence of product contribution to the reported problem. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), etc., are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
A representative contacted customer service regarding an instrument which had broken during a hip implant revision surgery. Upon further questioning, the representative stated that the implant was extracted due to patient infection which was not responding to non-surgical treatment.